Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the complaint could be verified. Dried body fluids inside the inner insulation prevented the helix extension. The helix could be fully extended and retracted on a short length of the lead. The lead exhibited normal electrical characteristics.

Event description:
It was reported that during implant, the right ventricular lead was experiencing low sensing. After several attempts at implantation, the lead could not be secured. The lead was removed and returned and a different lead was implanted.